Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. All operating currents are within specification. No failed battery alarm and no battery out limit alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer also received a battery out limit alarm due to batteries being out longer than ten minutes. Customer's blood glucose was 400 mg/dl. After troubleshooting, customer was not able to clear alarm. It was noted that customer replaced battery with battery already used at the beginning of call. Customer was advised that insulin pump would need to be replaced.